Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. The clinician then did a self-test and the device failed to charge to set energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation in the united kingdom, and the customer report was unable to be duplicated. The device was put through extensive testing to manifest the customer report or something similar that could explain the circumstances, but we were unsuccessful. The processor/bridge/pace printed circuit board assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.